Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) alleging that the subject meter read inaccurate high compared to a lab result. The reporter claimed obtaining blood glucose readings on the subject meter "23-33%" higher than a lab result, no exact values were given. The time difference between tests was unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting, since we could not confirm that the calculated difference exceeded our criteria as no values were given. There was no indication that the product caused or contributed to an adverse event.